Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. However, device inspection found due to corrosion on plug unit, the image was not displayed. Based on the results of the investigation, the most probable cause of the reported issue is traced to component failure indicating expected or random component failure without any design or manufacturing issue. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchovideoscope displayed a ¿colorful snowy image¿ on the monitor when connected. The issue occurred during reprocessing. There were no reports of patient harm.